Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that the gas inlet port of an rd900aeu neopuff infant resuscitator was cracked. This was discovered during their annual safety and performance check. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device, rd900aeu neopuff infant resuscitator, has only recently been returned to fisher & paykel healthcare ('fph') (B)(4) and is currently being investigated. We will provide a follow up report upon completion of the investigation.